Manufacturer narrative:
E. Address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: I've had 3 cases in which, when performing the puncture, I bag the needle and insert the silicone device, and it gets stuck in the needle, thus making a fold inside the patient's vein. All the cases occurred with patients with easy access, caliber veins and zero difficulties on my part with the puncture. The cases occurred with 2 abocath n22 and 2 abocaths n 24.

Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples and one (1) video sample were received for evaluation by our quality team. Through examination of the samples, the needle was observed through the catheter. It is worth noting that if the product was transfixed due to a manufacturing problem, it would not be possible to use the product. It was not possible to complete a review of the production history records, as the batch number was unknown for this incident. It is possible that this issue resulted from a failure in the cannula assembly/orientation station during production. This failure may have generated a defect in the cannula body. When removing a cannula during a puncture, the catheter may have been pushed forward, and when transfixing, re-cannulating the catheter during puncture. Since the batch number is unknown, it was not possible to carry out a detailed investigation for the product in question. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.